Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that when the tibial implant was opened during the case, a small piece of debris was found in the packaging. A new implant was opened and used.